Manufacturer narrative:
(B)(4). Batch # p5711a. Device evaluation: the analysis results found that one plee60a device was returned with the anvil bent upwards and with a gst60g reload loaded on the device. The reload was received unfired. No functional test was performed due the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure there was some resistance while inserting the device through the trocar for the second firing with a black gst reload. The customer forced the device through and it fired correctly without issue. There was more resistance while inserting the device for the third firing, with a green gst reload, and the customer decided to stop using the device. All firings included gore seam guard buttressing material. There were no issues with the first, initial firing, which also used a black gst reload. When looking at the device it appeared that the jaws were too open even though the handle was fully closed. Procedure was completed with another device of the same product code. There were no patient consequences reported.